Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in australia. D10: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 similar complaint reported with the item 650-0661. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. However, infection is documented as a harm as a potential outcome of a number of hazards/hazardous situations. The harm documented is "infection, moderate localized" which is considered a severity of 3: moderate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has underwent an initial right hip arthroplasty. Subsequently, the patient was revised due to infection.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has underwent an initial right hip arthroplasty. Subsequently, the patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has underwent an initial right hip arthroplasty. Subsequently, the patient was revised due to infection.